Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that it was tight to adjust the needle length. The device was received and evaluated. When performing the visual inspection, it was found that the first plate is already deployed, the covering sleeve was removed to verify the presence of the second plate, and it was found inside the needle container. The needle has no structural anomalies as well as the plates. The slider was verified for its functionality, the slider worked as intended, no obstruction or jamming's could be found. The functional test was performed with the remaining plate, a rubber meniscal tissue simulator was used, the plate was deployed with no restrictions while deploying. The spring pusher tip was reviewed, no structural anomalies that can interfere with a correct deploying could be found. As no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.  As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint cannot be confirmed. The slider was tested and no issues were found, also the device was tested for its functionality and passed the testing, therefore, we can conclude that the device has no issue. A possible root cause for the slider issue can be attributed to a poor pressure applied to the gray slider button to disengage the teeth lock system to allow the slider to move to the desired position, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an meniscal repair surgery on (B)(6) 2021, it was observed that it was tight to adjust the needle length on the truespan 24 degree plga device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. The device was brand new and the first use when the issue occurred.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.